Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 62mm thoracic aortic aneurysm. It was reported that when the patient returned for follow-up just under a year later, enlargement of the aneurysm diameter was noted due to a suspected type ia endoleak. It was reported that intervention was performed nineteen days later where a vnmf3737c229tj stent graft was implanted additionally. It was reported that the endoleak has been reduced, but it seemed that endoleak was not completely resolved. As per the physician the cause of the event can not be determined. No additional information was received and the patient will be monitored